Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the yaw pulley was broken and missing a .147 x .065 piece, allowing the grip to move within the pulley and have a larger range of yaw motion. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the conductor wire was broken opposite the yaw pulley break. The conductor wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. No other damage was found. Based on the information provided, this complaint is being reported due to the following conclusion: the tip of the fenestrated bipolar forceps instrument broke off and fell into the patient. Per the information provided, the fallen tip was retrieved.

Event description:
It was reported that during a da vinci surgical procedure, the tip of the fenestrated bipolar forceps instrument broke off and fell into the patient. The broken tip was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the surgical and ambulatory inventory coordinator to request additional information regarding the reported event. She indicated that the broken tip was removed laparoscopically. The instrument was inspected prior to use and the tip broke off at the beginning of the procedure, but a definite time frame was not provided. The surgeon was attempting to cauterize when the tip broke. The patient anatomy was said to be normal. The initial reporter denied any instrument collisions and denied any x-rays were performed as a result of the reported event. She also denied that the patient experienced any intra-operative or post-operative complications.